Manufacturer narrative:
The returned cable was analyzed. It was found that the cable jacket had separated at both lemo connectors, exposing the shield wire but no bare conductors. One of the two lemo connectors was also damaged in an out of round condition. The rep was not able to connect to test for functionality. Previously reported codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4), lot/serial: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the cable insulation was worn and while checking it the tools would disappear and reappear. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the blue box did not turn on. All worked fine when first connected with the navigation tools visible and registration ok. The communication cable insulation was found to be worn. While checking the cable the tools disappeared and then came back again simultaneously indicating broken wires inside the cable. It was noted that communication with the axiem was lost. There was no patient involvement.